Event description:
A malfunction on a pump was reported by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl, reaching 507 mg/dl. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Technical support provided assistance to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the malfunction code reappeared. No third-party assistance was required.